Manufacturer narrative:
The device was evaluated and the fluid level sensor was found to be the cause of the reported complaint condition. The fluid level sensor was replaced and the console passed all operational verification tests.

Event description:
The report received states that while circulating in vent mode the user was getting a vent valve error message and after powering the console off and back on, the user kept getting the same message. There were no reported patient complications.